Event description:
Updated summary: as per the additional information received, the customer had only experienced low blood glucose with no treatment and the customer had not reported high blood glucose. Also, unk_reservoir has been changed to mmt-332a. So, the event submitted under regulatory report number 2032227-2025-254259 is not reportable on insulin pump.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia with loss of connection between pump and mobile device. The customer does not know the value of blood glucose at the time of incident. The reported hypoglycemia was treated with glucagon shot. The event involved products mmt-1884, mmt-6102, mmt-7040a, unomedical and unk_reservoir. Troubleshooting was declined by the customer for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was declined by the customer for loss of connection between pump and mobile device. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was not performed for high blood glucose. No further patient complications were reported. No product return is required for mmt-1884. Product return is not applicable for non physical device mmt-6102. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.